Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. The device had wear and tear on the encloser, and the encloser presented underneath showed signs of leaking. The tank was filled with water and a disposable was attach. After about 30 seconds the device started to leak by a screw from the tank cover. Regarding that the encloser was presenting multiples signs of leaking, it was decided to replace the entire encloser. A cost estimate was created. The customer's complaint was duplicated and confirmed, and the root cause was the damaged tank. Additionally, the power cord had bad values and needed to be replaced as well. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the chamber was leaking. There was unknown patient involvement and unknown patient harm/adverse event reported.